Event description:
A customer reported encountering a malfunction with their pumping device, identified by code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and instructed to contact support if the issue reoccurred, which the customer acknowledged and understood.